Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator does not power on. No patient involvement.

Manufacturer narrative:
Date of report: 9/22/2018. Date received by manufacturer: 06/21/2018. The field service engineer (fse) inspected the device and confirmed the reported issue. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the alternating current ( ac) power cord. The unit passed all testing and was returned to use. The pm pcba was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component in the pm pcba. The component failure u11 prevented the ventilator to power on.